Event description:
It was reported that the patient was experiencing difficulty charging her ipg. The physician assistant assessed that she was not getting a connection due to a large amount of swelling at the ipg site. The patient was advised to ice the site daily to reduce swelling. Upon follow up it was reported that the physician removed a small blood clot at the ipg site which was causing the blood clot. Twenty-one days post operatively the ipg remains swollen and sore and the patient has not noticed an improvement. The patient has been following her physicians instructions to reduce swelling. Troubleshooting indicates her charging system and remote control are working properly.

Event description:
It was reported that the patient was experiencing difficulty charging her ipg. The physician assistant assessed that she was not getting a connection due to a large amount of swelling at the ipg site. The patient was advised to ice the site daily to reduce swelling. Upon follow up it was reported that the physician removed a small blood clot at the ipg site which was causing the blood clot. Twenty-one days post operatively the ipg remains swollen and sore and the patient has not noticed an improvement. The patient has been following her physicians instructions to reduce swelling. Troubleshooting indicates her charging system and remote control are working properly.